Event description:
The report received indicated that the pt experienced restenosis ten weeks after two cypher stents were implanted. The target lesion was approximately 20mm to 30mm long and 3.5mm in diameter with an angulation greater than 90 degrees. No info was given regarding the vessel or the lesion characteristics. Ten weeks later, the pt was hospitalized for restenosis and was treated with a venous bypass and stent angioplasty.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2007-00809 and 9616099-2007-00810. Add'l info will be submitted within thirty days upon receipt.